Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 4 patient samples tested for either elecsys ft4 ii assay (ft4 ii) or elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. The questionable results were reported outside of the laboratory. The customer stated that quality control (qc) results for ft4 ii and tsh were accompanied by data flags. The flags received indicate a problem with procell. Qc was run either during or after the patient results in question. On (B)(6) 2017 the customer repeated the 4 patient samples on the same analyzer and reported the corrected results. Based on the data provided, the tsh results for 3 patient samples were erroneous and had been reported outside of the laboratory. Patient 1 initial tsh result was 0.16 uiu/ml. The repeat result was 1.48 uiu/ml. Patient 2 (male with date of birth (B)(6) ) initial tsh result was 0.15 uiu/ml. The repeat result was 2.33 uiu/ml. Patient 3 (female with date of birth (B)(6) ) initial tsh result was 0.14 uiu/ml. The repeat result was 2.03 uiu/ml. The customer was not aware of any affect to patients due to this issue. Patients 1 and 3 were outpatients; patient 2 was an inpatient. There was no allegation that an adverse event occurred. The tsh reagent lot number was 18552200 with an expiration date of 06/30/2017. Pinch tubing was replaced on (B)(6) 2017. The field service engineer (fse) visited the customer site and identified an electronic failure of the pinch valve. The pinch valve was replaced. Additionally, the sipper probe, measuring cell waste tubing, sample/reagent loop tubing and sample/reagent pulley tubing were replaced. Alignments were performed. Instrument tests were run. The customer ran calibration and quality controls. All results were acceptable. The system is operating within specification. The customer indicated the instrument is running fine since the service visit.